Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient contacted his patient liaison and stated that he is unable to" feel anything" with his inflatable penile prosthesis (ipp) he explained that he has seen his doctor once since he had his surgery and didn't feel his doctor was responsive. The patient liaison suggested he contact his doctor again.